Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day the sensor was inserted, the patient stated they woke up to use the restroom and while walking towards the restroom, they passed out. His wife took a finger stick reading and the patient's bg was 40 mg/dl while the cgm was displaying 170 mg/dl. She called for an ambulance and gave the patient a glucose tablet before the paramedics arrived. When they arrived, the patient was doing okay and did not require further treatment, however he was still brought to the hospital. No further event details were provided. At the time of the report, the patient was doing fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.